Event description:
Customer reported issue with pump screen not responding to inputs, with pump writing incorrect numbers. There was no adverse impact to customer¿s blood glucose level, but specific values were not reported within data. Customer attempted pump reset, but issue persisted and technical support replaced pump. The customer reverted to manual injections for insulin therapy.